Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/05/2017. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed scarce amount of viscoelastic in the cartridge tube and tip. The complete device was inspected and no fibers or black filaments, debris or particles were observed inside the pcb00 device. The customer's reported complaint was not verified. A video of the surgery was provided and it was evaluated. The video showed an implanted lens. Something that appeared to be a filament was observed under the lens. It also showed that the surgeon removed the filament during the irrigation/ aspiration (I/a) procedure. Throughout the manufacturing process there are various cleaning operations and 100% visual inspection utilizing a microscope that should be able to identify similar particulates or substance and therefore discard the lens. The manufacturing process is performed inside a regulated clean room that requires full gowning before entering the room. Based on the evaluation observed, it is not possible to confirm if the particle observed is related to manufacturing, as the reported lens was handled and prepared for surgical procedure. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 21.5 diopter intraocular lens (iol) was implanted into the patient's operative eye with the use of healon pro. Post-operatively, the doctor noticed 2 dark purple/dark blue-black filaments in the operative eye; one in the front and one in the back. Reportedly, the filaments were removed through irrigation and aspiration. There was no incision enlargement and no patient injury. No additional information was provided.